Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 399.124, lot 5801884: manufacturing site: salzburg. Release to warehouse date: september 29, 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. A product investigation was completed: visual inspection performed observed that the jaw of the reduction forceps was broken; the broken part was returned. The fracture surface appears homogeneous with no voids or dark spots. No sign of damage was observed on the remaining portions of the device except slightly worn surfaces which would not impact the device functionality. Dimensional inspection could not be performed due to the post manufacturing damage of the jaw. The relevant drawings were reviewed; no design issues were found which can contribute to this complaint condition. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. A visual inspection and document/specification review were performed as part of this investigation. The complaint device was observed to be broken at the jaw of the forceps, thus confirming the complaint. While a definitive root cause could not be identified that contributed to the complaint condition. It is possible that some unintended forces might have contributed to the reported complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection at the ortho station on an unknown date, it was noticed that the reduction forceps with serrated jaw was broken. The jaw portion was broken off, making it unusable. There was no patient involvement. This report is for a reduction forceps w/serrated jaw. This is report 1 of 1 for (B)(4).